Manufacturer narrative:
Primary UDI number: corrected. H3 and h6. Evaluation codes: updated. One device was received. The complaint was verified/confirmed by visual inspection. It is presumed that the cause was impact caused by the main unit being dropped, etc. The front panel was replaced to resolve the problem. The device passed all the visual, functional, and performance tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the panel is floating (it may have fallen inside the hospital). There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
While performing a review of complaint file (B)(4), it was discovered that the file was inadvertently assessed as reportable. There was no patient death, no serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report reference number 3012307300-2024-03932 is no longer considered reportable, please disregard any reports associated with it.